Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used the rfg3 generator along with a closurefast catheter to treat the great saphenous vein as per IFU. The device was not reprocessed. It was reported that the vein did not close. On the follow up ultrasound, an ehit was present. It was reported that no thrombotic medication was prescribed. The patient is reported to be doing well.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. No procedure notes or photos of the reported issue were obtained. The generator was tested and found no issues that would appear to have contributed to the reported clinical event. The smart panel needed to be changed due to cosmetic damage. The generator functioned as intended during testing after the smart panel were replaced. If information is provided in the future, a supplemental report will be issued.